Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
The doctor revised a triathlon insert from a 5x9 to a 5x13 due to patient soft tissue changes and instability as a result. The original surgery was (B)(6) 2017 done with mako. During the revision procedure the doctor observed no loose implants or abnormal wear.